Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported near the end of the first infusion of the first unit of packed red blood cells, the nurse noticed a blood clot pooled at the top of the drip chamber. The tubing was changed, and the second unit of packed red blood cells was infused without incident. There was no patient harm.